Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow up will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware from the field rep on a patient with a possible 3b afx endoleak. Physician plans on doing a re-line with a gore device. Date of re-line has not been confirmed. Patient is doing fine otherwise. No further information provided.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. Clinical confirmed the type 3b endoleak of the suprarenal cuff. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity could not be determined due to a lack of medical records and imaging surrounding the implant and reported event, as well as specific component information. However, it is likely that calcifications at the level of the endoleak likely contributed. There have been no reports of further negative patient sequelae. A review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.